Manufacturer narrative:
(B)(4). G2: foreign: event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a black substance was observed on the implant surface, so the surgeon decided not to use the device. Another implant was used to complete the procedure. Due diligence is in progress for this complaint; to date no additional information or product has been received.